Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that per an email from the rep the patient¿s prior system was removed due to infection. They had no more info on the doctor or date that the priors were removed. A new device was implanted on the right. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension product ID 3708660 lot# serial# nkn180129v implanted: explanted: product type extension product ID 3387s-40 lot# va1n9g0 serial# implanted: explanted: product type lead product ID 3387s-40 lot# va1n9g0 serial# implanted: explanted: product type lead correction to show system reported products. If information is provided in the future, a supplemental report will be issued.